Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. Upon receipt, the external pacemaker was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. During the analysis the observation could not be confirmed. The power consumption of the main circuit board was measured under various conditions and is always within the specification. In addition the low battery runtime was measured. No deviation from the specification could be observed. At least 36 hours of remaining battery runtime in eri were always determined. In the final step of the analysis, the total operating time of the device with a new battery was determined. This runtime test revealed a total battery runtime of 699 hours and 20 minutes. In conclusion, all measurement results were within the specifications. The ability of the device to sense cardiac signals as well as to deliver anti-bradycardia therapy was tested and did not show any deviation and the battery runtime reached more than 600 hours. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem.

Event description:
Premature battery depletion on external pacemaker. On (B)(6) 2025, the patient was not pacing with his own pulse even though he was pacing at rate 60 or higher on (B)(6) 2025, and confirmed the early battery drain.